Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient experienced pain in his left arm a couple of weeks after implant and examination revealed edema in the arm. The pain caused the arm to be limited in range of motion. The physician is pending a doppler us results. The patient is scheduled for a device restudy. The patient will return for a follow-up in december. No further information is available.

Manufacturer narrative:
(B)(4).

Event description:
New information received states the left arm pain the patient experienced weeks after implant was discovered to be a result from hematoma.